Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be definitively identified since the device was not returned for evaluation; however, it is likely that the malfunction occurred due to the improper connection of the cable in the back. The event can be prevented by following the instructions for use which state: [3.1 precautions for installation and connection]. Properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result. Olympus will continue to monitor field performance for this device.

Event description:
Procedure completed using the same set of equipment.

Event description:
The customer reported to olympus, the light source was receiving b30 scope communication error codes. The issue was found during preparation for use for an unspecified procedure. The light source was changed to a different room and the cable was not fitted properly, once the cable was fixed the scopes were capturing images. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.